Manufacturer narrative:
Concomitant medical products: product ID: 8784; serial#: (B)(4); implanted: (B)(6) 2021; partially explanted: (B)(6) 2021; product type: catheter. Product ID: 8782; serial#: (B)(4); implanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 16-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that as per the physician, the catheter connector was severed and the patient was not getting medication. The date of the event was unknown (day, month, and year unknown). Diagnostic tests/troubleshooting performed was unknown. They partially explanted the model 8784 catheter on (B)(6) 2021. The physician had replaced the small segment of catheter / connector to the pump due to the severed catheter. A model 8784 revision kit was used. The case was completed before the company representative was in the room. The original piece of model 8784 catheter was discarded by the healthcare provider. Factors that may have led or contributed to the issue were unknown. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's medical history and weight at the time of the event was unknown or would not be provided.